Manufacturer narrative:
(B)(4). Conclusion: a needle was returned for evaluation. The visual inspection did not reveal any swaging defects. There is still a part of thread swaged and some needle holder marks in the swaging area, which is probably responsible for the needle pull off. This area is very sensitive and needle grasping must not be applied at this level. The instructions for use states "to avoid damaging needle points and swage areas, grasp the needle in an area 1/3 to 1/2 of the distance from the swaged end to the point"; conclusion: a representative sample was returned for evaluation. It was visually and functionally examined for needle pull tensile strength and it met the requirements. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an episiotomy repair procedure on (B)(6) 2012 and suture was used. At the end of the procedure, a needle count suggested one needle was missing. The patient was in recovery and an x-ray was done which concluded that the needle was inside the patient. The patient was given local anesthesia and the needle was then removed. The surgeon opines that the needle fell from the thread. Currently, the patient is healthy and well and the suture is fine.